Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional intervention required. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to treat a gallbladder drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the stent did not unfold perfectly and was tilted to one side, it had to be removed with forceps. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event, as the patient was described to be in good condition.